Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Noise was able to be produced with patient isometrics. A lead fracture was suspected. Technical services (ts) discussed potential programming options the physician could consider. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service.